Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01033. It was reported patient experienced uncomfortable stimulation. Diagnostics indicated high impedances and a fracture at the lead with contacts 9-16. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.